Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, after clip deployment, bleeding continued. When the device was removed, the starclose se device clip was found deployed on top of the skin. The clip was removed with hemostats and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that it was fully clip deployed as reported. The device components were in the correct post deployed positions and were undamaged. In consideration of the report of the clip being deployed on the skin, it should be noted that instructions for use, under closure procedures states the following during clip deployment: support the clip delivery tube with the left hand and gently push the device down on top of the artery to seat the clip delivery tube on top of the access site. Pulsation on the artery may be felt. While maintaining downward pressure and device stability, depress the deployment button with the right thumb. An audible click should be heard. This releases the clip to close the arteriotomy and collapses the locator wings simultaneously. If his step is not followed the device may be inadvertently pulled out of the arteriotomy during deployment deploying the clip at an unintended location. However, this can not be conclusively determined in the case. Based on the analysis, reported information and inspection criteria the cause for the reported clip deployment on the skin and the subsequent failure to achieve hemostasis with this device could not be determined. However, there was no indication of a product quality deficiency. A search of the lot history record was performed and revealed no nonconforming material records associated with this lot, indicating all lot release testing met specification. In addition a query of the complaint database was performed and there have been no previous incidents reported for device operate differently than expected-clip for this lot. To assure the vessel locator wings perform according to specifications they are subject 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.